Event description:
See also manufacturer report 3004209178200704083. The patient reported, that when she goes into stores, she often gets shocked by her interstim devices, which she uses for both bladder and bowel dysfunction. She now experiences frequent loss of bladder and bowel control. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.